Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an integrity alert due to noise, short v-v intervals, and high impedance. It was also reported that the lead was fractured on the tip. The pace/sense portion was capped and a new pace/sense lead was implanted as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was another lead integrity alert (lia) triggered for noise.